Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6)-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: could not place left essure device". The patient's medical history included asthma in 2004, rotator cuff syndrome in 2003, capsulitis of shoulder in 2003, induced abortion (induced abortion dilation and curettage x2 (1988, 1990)) in 1988, hydrosalpinx, heavy periods, shooting pain, pain legs, colonospasm, migraine, irritable bowel syndrome, eczema, cervical dysplasia, premature ventricular contractions and migraine. Concomitant products included alprazolam (xanax) since 2006 and fluoxetine since 2006 for anxiety as well as ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2006, fluticasone propionate;salmeterol xinafoate (advair) since 2004, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2010, ibuprofen since (B)(6) 2010, levonorgestrel (mirena), norethisterone (mini-pill) from (B)(6) 2010 and salbutamol (albuterol) since 2004. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish, anxiety"), depression ("psychological or psychiatric problems condition: depression"), back pain ("lower back pain") and pain in extremity ("right leg pain"). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the anxiety, depression, vaginal haemorrhage, dysmenorrhoea, back pain and pain in extremity outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia were visualized and appeared wnl. Trailing coils of essure from ostia. Re-attempting left essure with plan for laparoscopic tubal ligation if unable to perform essure vs waiting 3 months & performing hsg to see if left tube is already blocked discrepancy noted in essure removal date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: uterine cyst. Essure insert seen only on the right. Device is visible on ultrasound. Uterus sounded 8cm, normal appearing. Normal appearing right and left ovary 3. Right fallopian tube appeared normal with small paratubal cyst, no hydrosalpinx appreciated essure insert identified when specimen opened after removal 4. Left fallopian tube appeared normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet and medical records received. Lot number added. New reporters added, patient date of birth updated, category of case changed to incident, essure removal date reported and the removal procedure also mentioned, event pelvic pain seriousness criteria updated, lab details and medical history were added. On (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), lower back pain, right leg pain, could not place left essure device. Reporter information, medical history, concomitant drug, events onset date, events outcome, lab data were added. Essure removal date were updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2004, rotator cuff syndrome in 2003, capsulitis of shoulder in 2003, induced abortion (induced abortion dilation and curettage x2 (1988, 1990)) in 1988, hydrosalpinx, heavy periods, shooting pain, pain legs, colonospasm, migraine, irritable bowel syndrome, eczema, cervical dysplasia, premature ventricular contractions and migraine. Concomitant products included alprazolam (xanax) since 2006 and fluoxetine since 2006 for anxiety as well as ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2006, fluticasone propionate;salmeterol xinafoate (advair) since 2004, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2010, ibuprofen since (B)(6) 2010, levonorgestrel (mirena), norethisterone (mini-pill) from (B)(6) 2010 to (B)(6) 2010 and salbutamol (albuterol) since 2004. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish, anxiety"), depression ("psychological or psychiatric problems condition: depression"), back pain ("lower back pain"), pain in extremity ("right leg pain") and complication of device insertion ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: could not place left essure device"). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the anxiety, depression, vaginal haemorrhage, dysmenorrhoea, back pain, pain in extremity and complication of device insertion outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia were visualized and and appeared wnl.trailing coils of essure from ostia.re-attempting left essure with plan for laparoscopic tubal ligation if unable to perform essure vs waiting 3 months & performing hsg to see if left tube is already blocked discrepancy noted in essure removal date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: uterine cyst. Essure insert seen only on the right. Device is visible on ultrasound. Uterus sounded 8cm, normal appearing. Normal appearing right and left ovary 3. Right fallopian tube appeared normal with small paratubal cyst, no hydrosalpinx appreciated essure insert identified when specimen opened after removal 4. Left fallopian tube appeared normal. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2004, rotator cuff syndrome in 2003, capsulitis of shoulder in 2003, induced abortion (induced abortion dilation and curettage x2 (1988, 1990)) in 1988, hydrosalpinx, heavy periods, shooting pain, pain legs, colonospasm, migraine, irritable bowel syndrome, eczema, cervical dysplasia, premature ventricular contractions and migraine. Concomitant products included alprazolam (xanax) since 2006 and fluoxetine since 2006 for anxiety as well as ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2006, fluticasone propionate;salmeterol xinafoate (advair) since 2004, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2010, ibuprofen since (B)(6) 2010, levonorgestrel (mirena), norethisterone (mini-pill) from (B)(6) 2010 and salbutamol (albuterol) since 2004. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish, anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced back pain ("lower back pain"), pain in extremity ("right leg pain") and complication of device insertion ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: could not place left essure device"). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and pain in extremity was resolving, the anxiety, depression, vaginal haemorrhage, dysmenorrhoea and complication of device insertion outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia were visualized and and appeared wnl. Trailing coils of essure from ostia. Re-attempting left essure with plan for laparoscopic tubal ligation if unable to perform essure vs waiting 3 months & performing hsg to see if left tube is already blocked discrepancy noted in essure removal date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: uterine cyst. Essure insert seen only on the right. Device is visible on ultrasound. Uterus sounded 8cm, normal appearing. Normal appearing right and left ovary. 3. Right fallopian tube appeared normal with small paratubal cyst, no hydrosalpinx appreciated essure insert identified when specimen opened after removal. 4. Left fallopian tube appeared normal. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received: event outcome of leg pain & back pain was updated from unknown to recovering\ resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2004, rotator cuff syndrome in 2003, capsulitis of shoulder in 2003, induced abortion (induced abortion dilation and curettage x2 (1988, 1990)) in 1988, hydrosalpinx, heavy periods, shooting pain, pain legs, colonospasm, migraine, irritable bowel syndrome, eczema, cervical dysplasia, premature ventricular contractions and migraine. Concomitant products included alprazolam (xanax) since 2006 and fluoxetine since 2006 for anxiety as well as ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2006, fluticasone propionate;salmeterol xinafoate (advair) since 2004, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2010, ibuprofen since (B)(6) 2010, levonorgestrel (mirena), norethisterone (mini-pill) from (B)(6) 2010 to (B)(6) 2010 and salbutamol (albuterol) since 2004. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish, anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced back pain ("lower back pain"), pain in extremity ("right leg pain") and complication of device insertion ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: could not place left essure device"). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy + bi-s). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the anxiety, depression, dysmenorrhoea and complication of device insertion outcome was unknown and the back pain and pain in extremity was resolving. The reporter considered anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia were visualized and and appeared wnl.trailing coils of essure from ostia.re-attempting left essure with plan for laparoscopic tubal ligation if unable to perform essure vs waiting 3 months & performing hsg to see if left tube is already blocked discrepancy noted in essure removal date- (B)(6) 2013 and (B)(6) 2013. Plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: uterine cyst. Essure insert seen only on the right. Device is visible on ultrasound. Uterus sounded 8cm, normal appearing. Normal appearing right and left ovary right fallopian tube appeared normal with small paratubal cyst, no hydrosalpinx appreciated essure insert identified when specimen opened after removal. Left fallopian tube appeared normal. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome for the events "physical pain" and "abnormal bleeding (vaginal)" were added as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.